Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms noted during testing.

Event description:
The customer's mother reported via phone call that the buttons were intermittently working. The customer's blood glucose was 173 mg/dl at the time of incident. The insulin pump was returned for analysis.